Event description:
(B)(4)

Manufacturer narrative:
The power supply was returned to the mfg facility located in (B)(6) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The psu was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the damaged psu was due to excessive force and physical damage from the user. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).